Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level of 35 mmol/l. Customer had nausea, vomiting and abdominal pain. Customer was treated with insulin drip. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer did self test and it was passed. The insulin pump will not be returned for analysis.